Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the programmer was unable to interrogate non-wireless devices and it was attributed to the radiofrequency programmer head connector on the link electronic module (lem) board being loose and the lem printed circuit board was replaced and the lem calibrated to resolve.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that following a software update the programmer was able to wirelessly interrogate implantable cardiodefibrillators but it was unable to interrogate pacemakers. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.